Manufacturer narrative:
To date, the device has not been returned. The user facility was contacted to obtain additional information and to check the status of the subject device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the telescope had corrosion on outer components and was cracked on the side. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, it is likely the event occurred because the direction pin has rust. The error pattern of corrosion reported indicates a cause due to inadequate reprocessing methods. As a result of the corrosion, the direction pin no longer had the required stability and broke off. Olympus will continue to monitor field performance for this device.